Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone, the insulin pump had been alarming button error and none of the buttons were working. Customer got the insulin pump wet, it alarmed, and now it wasn't responding. Customer's blood glucose was unknown. Customer was in an amusement park, forgot to take the device off, and it went under a waterfall. Customer's blood glucose was 59 mg/dl in the morning. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.